Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been experiencing high blood glucose (bg) levels (250-300 mg/dl) the customer changed the pump supplies 3 times and air bubbles were found in the tubing during each supply changed. The current pump supplies had no air bubbles. A pump system check was performed and no device issues were identified. The customer did not attribute her high bgs to be directly caused by the air bubbles, but acknowledged that they could have been a contributor. Insulin injections were administered to address the bg level. The customer declined further follow-up from tandem technical support.